Manufacturer narrative:
A2, a4: patient age and weight requested and were unable to be provided. D4: device serial number requested and was unable to be provided. Manufacturer's investigation conclusion a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The serial number of the patient¿s heartmate (hm) 3 left ventricular assist system (lvas) was not provided and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022.